Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. As the event had occurred in the past, it was unknown how much insulin had been delivered since the cartridge was loaded. The customer reported that the blood glucose level was unknown at the time of the reported event; however, stated it was most likely elevated due to the customer having gastroparesis. The customer was able to load a new cartridge successfully and received an accurate fill estimate.